Event description:
It was reported that customer had continuous glucose monitoring training. Customer reports of having low blood glucose between 50 mg/dl and 60 mg/dl during her first days on insulin pump therapy. Customer states that basal rates were adjusted. Customer declined to be transferred to helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.